Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to superior vena cava syndrome (svc). No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was retained by the explanting hospital.